Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "defib fault 85" message was observed on power-up and the device would not charge energy. The complainant indicated that there was no patient involvement in the reported malfunctionl.